Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leak was past second o ring. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per (B)(4) and (B)(4). Found no leakage anomaly during filling, checked o-rings or stopper groove for defects and none were found.